Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmissions revealed oversensing on the right ventricular (rv) lead. There were multiple rv lead insulation abrasions noted. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient was discharged following the procedure.

Manufacturer narrative:
The reported events of oversensing and lead abrasion were confirmed. Visual examination found multiple external insulation abrasions breaching the ring electrode, right ventricular, and superior vena cava cable lumens at the proximal region consistent with friction to device can. Two right ventricular and one superior vena cava etfe cable coatings were also found abraded with the ptfe liner also found abraded at the distal cut end. These abrasions found are consistent with the reported events in the field. Electrical testing did not find any indication of conductor fractures or internal shorts.